Event description:
The customer stated that the system showed "type 'go' to resume" on the device's display screen. The staff typed "go" a few times and the system appeared to halt operation. The reporter did not provide age or weight for the patient.

Manufacturer narrative:
It was not necessary to return the device to the manufacturer for evaluation. User was told how to restore normal device operation. The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. The evidence is consistent with accidentally hitting two specific keys on the keyboard simultaneously, the letter a and the stop key. This combination of keys pressed at the same time is the command to halt the system. When this command is issued the system responds by displaying "type go to resume" to allow the user an opportunity to abort the action. If other keys on the keyboard were also accidentally pressed before the user typed "go" the system could halt. The device user was provided with guidance over the phone to perform the steps necessary to restore normal operation. After these steps were done, the device operated normally, suggesting that there was no hardware or software failure, defect or malfunction. The duration of system down-time was estimated to be approximately 15 minutes. A search of our complaint file found no similar reported instances, leading to a conclusion of a rare or unusual event.